Event description:
Ous MDR - after an implant duration of about 22 months oversensing with artefacts was reported. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause of the observed oversensing issues mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation occurred most likely during the surgery.